Manufacturer narrative:
(B)(4)

Event description:
It was reported that the device was explanted and replaced due to premature battery depletion. The patient is pacemaker dependent and doing fine.

Manufacturer narrative:
The device was tested on the bench and found to be normal. Longevity estimations show the battery voltage was normal based on device usage.

Event description:
This is a clarification of the event. The device was explanted prophylactically following the advisory for premature battery depletion with implantable cardioverter defibrillator.